Event description:
Complainant alleged that during biomed testing, the device either failed to power on or powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.